Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500awhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open hepatectomy, the device was activated without pressing the hand switch. Another device was used to complete the case. There were no adverse consequences to the patient.